Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The user facility reported a similar event from the same product code/lot number combination. See MDR 3013394970-2017-00645. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angioseal was reported defected. The following information was provided by the user facility: when they opened the angioseal device there were missing parts. Additional information was received on 12/12/2017: they inserted the device into the patient and the device never clicked when engaged. They removed the device and observed that there was no foot plate of suture line inside. They performed an angio and confirmed that nothing was dislodged in the patient. The patient did not suffer any major blood loss. The procedure was successful. It was reported that they held pressure to achieve manual compression.

Manufacturer narrative:
One used 6 fr angioseal vip and an unused 6fr angioseal vip were returned for evaluation. Evaluation of the used angioseal vip device revealed that the hemostasis sheath was returned mated with the carrier tube assembly. The carried tube was mated with the hemostasis sheath and in the full rear lock position. The anchor could be seen housed within the carrier tube upon microscopic examination. Evaluation of the unused 6fr angioseal vip revealed no damage or deformation on the plastic header bag. During functional testing, the device was pushed to full forward lock position and the anchor exited the carrier tube. Upon pulling the assembly hub to rear lock position the anchor posted against the distal end of the carrier tube as intended. The anchor was manually pulled to reveal collagen and the green tamper tube. The anchor was grasped and the suture/collagen was extracted. There were no anomalies noted. The complaint allegation that there were missing components in the device cannot be confirmed. All components were noted and the device deployed as intended during functional testing. The complaint is confirmed for the used device. The exact root cause of the event cannot be determined based on available information. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. The complaint allegation that there were missing components in the unused device cannot be confirmed. All components were noted and the device deployed as intended during functional testing. During functional testing, the device was pushed to full forward lock position and the anchor exited the carrier tube. Upon pulling the assembly hub to rear lock position the anchor posted against the distal end of the carrier tube as intended. The anchor was manually pulled to reveal collagen and the green tamper tube. The anchor was grasped and the suture/collagen was extracted. There were no anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
A review of the device history record of the product code/lot# combination was conducted with no findings.